Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, an occlusion alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump due to an o-ring from a previous cartridge on the pneumatic tap. The customer performed a supply change and continued to use the pump for insulin therapy.